Event description:
It was reported that the insulin pump alarmed button error when the customer was putting the carbohydrates value in order to bolus. The customer did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent buttons due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.